Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment (slda), mitral regurgitation (mr) and mitral stenosis. It was reported that the initial mitraclip procedure was performed on (B)(6) 2016, to treat mixed mr with a grade of 3-4. Two clips (60824u145, 60630u116) were implanted, reducing the mr to 1. On (B)(6) 2018, during an evaluation, it was observed that the mr increased to 2-3. It was suspected that one clip detached from the posterior leaflet, and remained attached to the anterior leaflet (slda); however, due to challenging imaging, this could not be confirmed. The mean pressure gradient was 6mmhg; therefore, no further clips will be attempted. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Device manufacture date: it could not be determined which clip experienced the single leaflet device attachment (slda); therefore, the lot #, expiration date and manufacturing date has been provided for both implanted clips. The device was not returned for analysis. A review of the lot history record was performed and identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. All available information was investigated and a definitive cause for the slda in this incident could not be determined. The reported poor image resolution appears to be related to circumstances of the procedure due to the challenging imaging. The reported patient effects of worsening mitral regurgitation (mr) and mitral stenosis are listed in the mitraclip system instructions for use (IFU) as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Internal file number - (B)(4). Correction: device manufacture date: it could not be determined which clip experienced the single leaflet device attachment (slda); therefore, the lot #, expiration date and manufacturing date has been provided for both implanted clips: lot #: 60824u145; exp. Date: 08/25/2017; device manufacture date: 08/2016. Lot #: 60630u116; exp. Date: 06/30/2017; device manufacture date: 06/2016.

Manufacturer narrative:
(B)(4). Date received by manufacture changed from 02/04/2018 to 02/04/2019.